Manufacturer narrative:
- Analysis of available expertise data confirmed the reported behavior, as the remote report from 13 december 2023 was empty. - the root-cause of the observed issue could not be identified, further investigations and tests are ongoing the determine it. - it should be noted that the affected report was re-generated, which solved the issue.

Event description:
Reportedly, the remote report of ICD s/n (B)(6) from 13 december 2023 is empty.

Event description:
Reportedly, the remote report of ICD s/n (B)(6) from 13 december 2023 is empty.